Event description:
It was further reported that the lead warning triggered for both the atrial and ventricular leads due to low impedances, and the atrial lead exhibited far field r wave (ffrw) oversensing. The atrial lead was reprogrammed and remains in use. No changes were made to the ventricular lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.